Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 373 mg/dl that persisted for several hours without symptoms, and the user performed a supply change prior to contacting support and was advised to allow the ilet to correct. Symptoms included no reported clinical manifestations. Outcomes included no hospitalization, no emergency care, and no alerts or alarms. Investigation included customer service troubleshooting and user education. Investigation of this case revealed no device malfunction reported and no component issues identified, with cause unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.